Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). The customer's blood glucose level was 722 (mg/dl). The customer stated the cause of the elevated bg level was the pump. The customer received insulin intravenously while in the hospital. The customer was released from the hospital the day after being admitted. Reportedly the customer would continue to use the pump for insulin therapy.